Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material adhered to the device, but the type of the material or root cause cannot be identified. The material remained due to failure to follow the recommended maintenance procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the biopsy forceps had brownish foreign matter adhered to it. There was no patient involvement.